Event description:
It was reported that the pt had nausea and vomiting and, "a visible electrode in her stomach". The "staph epiderma" infection was in the device pocket and the catheter lead track. Her gastric stimulation device system was removed. IV antibiotics were administered and the infection resolved.

Manufacturer narrative:
(B) (4).